Manufacturer narrative:
H6: updated codes based on the results of the investigation. Omitted e0505. H11: updated based on the results of the investigation. Investigation summary: hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
Clinical review rationale: a 68-year-old male with an indication for use of impella cp due to acute myocardial infarction (ami) and cardiogenic shock was implanted on (B)(6) 2026. The reported events of hematuria and groin hematoma were managed conservatively without further complications. Hematuria resolved after pump repositioning, and hematoma remained stable after light pressure applied. These complications are consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The patient remained on support at the time of this report. The device functioned as intended.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.